Manufacturer narrative:
Product complaint number: (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, and the following was obtained: could you please confirm if there were any hole, tear, or puncture that compromises sterility. Open or incomplete seal? No further information is available. What do you mean by ""there was dirt on the needle""? The needle was dirty. Are there any photo available for visual analysis? No photos are available. Device return follow up. We regularly contact with sales rep about the device returning. No further information will be provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent this is a combination product, and the event has been reviewed for both the suture and the triclosan. Trade name - irgacare, active ingredient(s)- triclosan, dosage form - suture/solid/parenteral, strength -= 275 ¿g /m.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2021 and suture was used. Before use on the patient, a foreign like substance dirt was noted on the surface of the needle. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint (B)(4). Date sent to the FDA: 02/24/2022. This is a combination product, and the event has been reviewed for both the suture and the triclosan. This report is being submitted pursuant to the provisions of 21 cfr, part 803. Part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6, d9, h3 investigation summary: one empty opened foil packet and a winding former with eight needle/suture combinations of product code vcpb725 were returned for analysis. Upon visual analysis of the returned sample revealed that the surface of the needle from slot # 7 has discoloration (spot) near of the tip needle. Based on the information currently available, the substance /spot (s) was identified during the investigation of the sample received. This product issue will be addressed through ethicon inc¿s quality system. Trade name - irgacare active ingredient(s)- triclosan dosage form - suture/solid/parenteral strength - 2360 g /m.